Event description:
They dispensed contacts without a prescription. They also dispensed the wrong kind of contact. They dispensed a contact that rptr has never fit on the pt. The pt was only seeing 20/70 with the lenses they had sold. The pt should have been in a contact that corrects astigmatism but had been dispensed a spherical contact that resulted in acuity of 20/70 far below what is needed to pass a drivers test.